Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens(iol) implant procedure at the time of iol placement in the cartridge, the surgeon noticed that the iol haptic was partially detached, with a failure or crack. Therefore, surgeon was decided not to implant it and used another new iol. Additional information has been received and stated there was no patient contact.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. A photo was provided. The lens was shown partially inserted into a company cartridge loading area. The lens was upside down, posterior surface up instead of anterior per the diagram etched at the loading area. No haptic damage could be discerned. The damage may be on the haptic inside the cartridge. The issue may be related to the misloaded lens. We cannot confirm the reported event based on the returned photo and without the evaluation of the physical product. The reported complaint cannot be confirmed from the provided photos. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).